Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-15463. It was reported that patient experienced pain at the lead site due to infection. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issue.